Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer stated that their blood glucose level was in the low 200's but was unable to provide an exact value. Reportedly, the customer has manual injections available as alternate insulin therapy.